Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, high voltage lead impedance and externalized conductors were observed on the rv lead. The lead was capped and replaced. Patient is in good condition.